Event description:
The band was removed and not replaced. The patient is fine.

Event description:
It was reported that post implant a realize band an upper gi performed on (B)(6) 2012 and confirmed a band slippage. The band was repositioned on (B)(6) 2012.

Event description:
The band was not removed, the surgeon was able to adjust the slip by readjusting the position of the stomach during the case and put new imbrication stitches to help prevent any possible future slippage. The original realize band is still implanted.

Manufacturer narrative:
(B)(4). Device remains implanted.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.

Manufacturer narrative:
(B)(4).